Event description:
It was reported that the patient presented to the emergency room with fever and swelling at implant site. There was no allegation from healthcare professional that the infection was related to device and it was suspected to be hospital based. The system was explanted. Patient¿s condition was stable during and after the procedure. A new system will be implanted on the right side when the infection is cleared.

Manufacturer narrative:
Analysis was normal. No anomalies were found.